Event description:
Hcp reported the pt presented with signs of withdrawal including moist, clammy, sweaty skin. The expected reservoir volume was 3.9ml and the actual reservoir volume was 17.0ml. A rotor study and dye study performed both had negative results. The pt had the pump and catheter surgically explored. The pump was replaced. The pt was given fentanyl patches for breakthrough pain. The clinic has not seen this pt since the replacement but assumes the pt is doing o.k.